Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system exhibited oversensing and an inappropriate shock when the patient breathed deeply or the ICD pocket was manipulated. The patient was referred to another hospital for possible lead revision.